Manufacturer narrative:
Concomitant medical products: 1056t lead implanted: (B)(6) 2006, 5076-52 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high pacing impedance and threshold. The lead was reprogrammed and will be revised. No patient complications have been reported as a result of this event.